Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This emdr represents the bard soft mesh (device 7). Additional supplemental emdrs were submitted to represent the bard perfix plugs (device 1, 2, 3, 4, 5, 6). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011- patient was diagnosed with large incarcerated left inguinal hernia, large defect in left lower quadrant, thereby underwent open repair with implant of perfix plugs (device 1, 2, 3, 4, 5, 6), bard soft mesh (device 7). Per op notes, "a large hernia noted and palpable in the left groin with omentum in left hemiscotum. A large hernia defect in left lower quadrant with hernias in the floor of left inguinal canal. An indirect hernia was also noted in the left inguinal region. There were large direct and indirect hernias in the floor of left inguinal area. These hernia sacs were carefully dissected. The hernia contents were reduced. An extra-large perfix plugs (device 1, 2, 3, 4, 5, 6) were superiorly to the conjoined tendon and were sutured together. Another hernia in floor of the left inguinal region was identified and repaired by placing a bard soft mesh (device 7) and sutured." On (B)(6) 2016- patient had abdominal pain. On (B)(6) 2018- patient had hernia repair. On (B)(6) 2021- patient was diagnosed with recurrent left inguinal hernia, pain, thereby underwent robotic assisted laparoscopic repair with explant of perfix plugs (device 1, 2, 3, 4, 5, 6), bard soft mesh (device 7) and implant of synthetic mesh. Per op notes, "fibrosis from the perfix plugs were noted. All old meshes were excised. A synthetic mesh was placed covering the whole defect and sutured."